Manufacturer narrative:
The customer received a replacement electrode tray to resolve the reported issue. Stryker evaluated the removed electrode tray and verified the reported issue. Proper device operation was observed through functional and performance testing. Stryker determined a corrupted memory (eeprom) of the electrode tray to be the cause of the reported issue. The electrode tray was archived by stryker.

Event description:
The customer contacted stryker to report that their device did not recognize the defibrillation electrodes. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device did not recognize the defibrillation electrodes. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.